Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the scope had e216 and b30 error codes. The issue was found during set up for an unspecified procedure. No harm reported.